Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Foreign body in throat [foreign body in pharynx]. Oropharyngeal discomfort [pharynx strange sensation of]. Device use error [device use error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in pharynx in a 77-year-old male patient who received double salt dental adhesive cream (new poligrip si2) cream for denture wearer. Concurrent medical conditions included denture wearer. On (B)(6) 2022, the patient started new poligrip si2. On (B)(6) 2022, an unknown time after starting new poligrip si2, the patient experienced device use error. On (B)(6) 2022, the patient experienced foreign body in pharynx (serious criteria gsk medically significant) and pharynx strange sensation of. The action taken with new poligrip si2 was unknown. On an unknown date, the outcome of the foreign body in pharynx, pharynx strange sensation of and device use error were unknown. The reporter considered the foreign body in pharynx and pharynx strange sensation of to be probably related to new poligrip si2. It was unknown if the reporter considered the device use error to be related to new poligrip si2. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Clinical course: on (B)(6) 2022, the patient started new poligrip si2. On (B)(6) 2022, he had foreign body in pharynx (seriousness: gsk medically significant) and felt strange (seriousness: non-serious) since the morning of the reporting date, although he was not sure whether it was because he slept with new poligrip si2 attached. Reporter's assessment: he had foreign body in pharynx and felt strange since the morning of the reporting date, although he was not sure whether it was because he slept with new poligrip si2 attached. No further information is expected.